Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels due to having neck pain since the previous week. In an attempt to resolve the elevated bg level, the customer delivered boluses with the pump. Reportedly, due to having elevated bg levels of 793 mg/dl and diabetic ketoacidosis (dka), the customer went to the emergency room (ER) on (B)(6) 2017. Additionally, the customer's health care provider (hcp) identified the ketone level as dangerous. While at the ER, the customer was treated with intravenous (IV) drip. Approximately 3 hours later, the customer was admitted into the intensive care unit (ICU) with a bg level of 713 mg/dl. When leaving the ER, the customer was unresponsive. The customer was treated with insulin via IV drip at the hospital. At the time of the reported event, the customer was still in the hospital; however, the contact stated there had been no permanent damage to the customer. During a follow-up call on (B)(6) 2017, the contact confirmed that the customer was released from the hospital on (B)(6) 2017, with the issue resolved.